Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1: date of submission 08/21/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/24/2017 with the following findings: during investigation, the battery compartment was cracked above the grip pad. A leak was found in the battery compartment. No evidence of moisture was found in the battery compartment or internally.